Event description:
No events- just filing to confirm that we do not have ht70 and ht70 plus ventilators at our facility as there is a class 1 recall. Our hospital is the (B)(6). (B)(6), director respiratory therapy.